Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer indicated via phone call that his son went into the pool with his insulin pump and now it has moisture damage in the pump. Customer indicated he would return the device and that a replacement will be provided to him. Customer's blood glucose was unknown at the time and no further information was given.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies and with corroded motor home switch. The insulin pump had cracked battery tube threads and minor scratches on the case and lcd window.